Event description:
Terumo medical received a legal notice of a lawsuit. The alleged product and lot number were unknown: on or about (B)(6) 2023, the (I) plaintiff went for surgery to have an implantable cardioverter defibrillator implanted; (ii) the procedure was performed; (iii) the generator and the leads were to be implanted together into the plaintiff's body; (IV) during the procedure, a dilator of an angled glidewire (foreign object) was inserted into the plaintiff's vein; (v) and could not be retrieved; (vi) despite repeated attempts, the foreign object could not be retrieved; (vii) the plaintiff was transferred to another hospital for retrieval of the foreign object. On 16 feb 2023, additional information was received reporting the following: (I) the foreign object dislodged; (ii) and the plaintiff was rushed to surgery; (ii) surgeons spent four hours looking for the foreign object before it was finally retrieved; (iii) during the retrieval procedure, the plaintiff's lung was punctured, and they suffered a collapsed lung; (IV) the implantable cardioverter defibrillator unit was also tested and found to be malfunctioning.

Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model and lot number. D4: UDI: unknown due to the combination of an unknown model and lot number. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to the combination of an unknown model and lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) could not be reviewed since the product code and lot number were not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).